Event description:
It was reported that during implant of crosslink at the cephaled portion of the posterior construct for scoliosis correction the center locknut would not "definitively tighten with the set screwdriver / counter-torque, no audible click was heard." The surgeon then decided to remove the crosslink. One already sheared off setscrew could not be removed with the hex removal driver. A midas rex drill was then used to cut through the crosslink for removal. The use of the drill created metal shavings that fell into the wound which were then irrigated/suctioned. Approximately 15 minutes were added to surgery time for removal and replacement of the device. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.